Event description:
It was reported that this insertable cardiac monitor (icm) device was coming out of the incision site. The patient advocate emailed a boston scientific employee that the icm device had been removed. Additional information from the patient advocate provided the icm device was coming out of the incision site. The patient advocate subsequently removed the icm device from the chest of the patient. The patient advocate provided another icm device is expected to be implanted to continue monitoring. There were no additional adverse patient effects reported.

Manufacturer narrative:
This correction supplemental report was submitted with a correction to the impact codes table in report section h6 and the impact codes table in report section f10.

Event description:
It was reported that this insertable cardiac monitor (icm) device was coming out of the incision site. The patient advocate emailed a boston scientific employee that the icm device had been removed. Additional information from the patient advocate provided the icm device was coming out of the incision site. The patient advocate subsequently removed the icm device from the chest of the patient. The patient advocate provided another icm device is expected to be implanted to continue monitoring. There were no additional adverse patient effects reported.